Event description:
I took a drug test, and it came up as ¿positive¿ for fentanyl. Thank god, my doctor and staff realized it was myrbetriq showing a false positive as fentanyl. They were looking at me as if I was a drug addict. Might want to put a warning on the box or send out notices to all drs. Myrbetriq ¿ overactive bladder medicine -- shows up as fentanyl on a drug test. Thank you, (B)(6).